Event description:
As reported, the check-flo valve detached from a raabe sheath. Additional event and patient outcome information has been requested.

Manufacturer narrative:
(B)(6). This report includes information known at this time. A follow up report will be submitted should additional relevant information become available.

Manufacturer narrative:
Summary of event: as reported, the check-flo valve detached from a raabe sheath. Investigation evaluation: reviews of the instructions for use (IFU), manufacturing instructions, and quality control procedures were conducted during the investigation. The complainant did not return the complaint device to cook for investigation. The customer did not provide the lot number for the complaint device, therefore, a device history record review could not be conducted. Cook reviewed the sales history for this customer and was unable to identify the complaint lot. There is no evidence of nonconforming material in house or in the field. The instructions for use (IFU) provides the following information to the user related to the reported failure mode: warnings: ¿if resistance is encountered during advancement of flexor sheath, assess cause of resistance and consider dilation of any restriction identified or consider alternate treatment strategy. If flexor sheath is advanced through resistance, force to remove the sheath will be higher, increasing the risk of sheath material or hub separation upon withdrawal. Reinsertion of dilator prior to removal of flexor sheath increases the strength of the sheath and lessens the risk of device separation. If resistance is anticipated or encountered during withdrawal of flexor sheath, consider carefully reinserting the dilator prior to continuing removal.¿ instructions for use: ¿sheath removal: 2. Remove the sheath. Avoid applying traction to hub during removal. If resistance is anticipated or encountered during withdrawal of the flexor sheath, consider reinserting the dilator and removing the sheath and dilator as a unit.¿ from the information provided upon review of the customer testimony, dmr, and IFU, cook has concluded that the device was manufactured to specification. Based upon the available information and results of the investigation, cook has concluded that a component failure unrelated to manufacturing or design deficiencies contributed to this incident. The appropriate personnel have been notified and cook will continue to monitor for similar events. Per the quality engineering risk assessment, no further action is required. This report is required by the FDA under 21 cfr part 803 and is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement contained herein is intended to be an admission that any cook device is defective or malfunctioned, that a death or serious injury occurred, nor that any cook device caused, contributed to, or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Event description:
No additional information regarding the patient and/or event has been received since the previous medwatch report was sent.